Manufacturer narrative:
(B)(4). H6 (component code), suggested component code: mechanical (g04), rasp. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the final stem seated lower in the femur than the z1 broach. The stem had to be removed, and a high offset stem was used. It was reported that no further information is available.